Event description:
Will not hold insulin plunger moves by itself. "(B)(6) is calling in on behalf of his mother, (B)(6). He's stating the syringes are defective because they don't stay full." Losingg insulin.